Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a electrophysiology ablation procedure using an 8f sheath. Reportedly, when tension was applied to the suture, the suture was separated. The device was removed from the anatomy, and the knot was noted to be untied. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.